Event description:
It was reported that there was difficulty recapturing the closure device. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. During the procedure, after deploying the closure device a partial recapture was performed due to inadequate angulation. The partial recapture was completed without incident. The closure device was deployed again and the device was noted to be too proximal. A full recapture was attempted; however, they had difficulty getting the implant anchors into the access sheath. Several unsuccessful attempts were made. Then the physician pulled the sheath across the septum and once they were in the right atrium they unsnapped the was from the wds. They were then able to get the full closure device into the sheath. Once both systems were out of the body, a piece of the soft, distal portion of the was was noted to be attached to an anchor of the implant. The procedure was completed with another was and a new wds without incident. There were no patient complications. The patient was stable and discharged home the next day.